Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin ump had a cracked case at display window corners and battery tube threads. The reservoir tube lip was completely broken off and the display window had minor scratches.

Event description:
The customer reported via phone call the pump had cosmetic damage. The customer's blood glucose at the time of incident is unknown. The pump will return for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.